Event description:
It was reported that during an unk procedure, an air leak occurred after 5mm camera was inserted through the device. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.